Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device md8bkxq0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all needle pieces removed during the same procedure? What is the patient current status? Do you have status of sample return?

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and suture was used. The needle broke on uterus repair. It is unknown what was used to complete the procedure. No patient consequence reported. Additional information has been requested.